Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 9393007, 510k #: k172199, UDI # :(B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with spondylolisthesis for tlif procedure with voyager 5.5 and mazor x. It was reported that the cage was broken and was thrown into the trash by the customer. Cage was properly clamped in the inserter and broke during implantation. The device was replaced and there was no fragment left inside the patient. There were no patient symptoms. There were no further complications reported regarding the event.